Manufacturer narrative:
Reliability analysis inspected 2 opened/used partial enlite sensors and performed visual inspection and found 1 of 2 sensor cannulas to be retracted on the other side of the sensor base; the other sensor had a broken cannula with the broken parts still in the cannula tubing. It could not be confirmed if the customer received the sensors in said condition due to the customer returning them in opened/used condition.

Event description:
The customer's mother reported via phone call that her son had issues inserting two sensors. The patient's blood glucose at the time of incident is unknown. The mother stated that the serter removed the entire sensor needle during insertion. The other sensor was also damaged by the serter. Troubleshooting was declined for the insertion difficulties. The two sensors were returned for analysis and two replacements were shipped to the customer.